Event description:
Nurse was setting up a secondary IV bag to administer medication. When nurse spiked the secondary bag, the tip of the spike was observed to be "hooked." Nurse obtained another secondary set and respiked the bag. No adverse patient event. No staff injury. However, this incident is reported due to potential for problems associated with such product defects.